Manufacturer narrative:
(B)(4).

Event description:
Procedure type: spinal fusion. According to the reporter: about 24 hours after application of the product for a closure of a cerebrospinal fluid fistula after relapse hypophysis surgery, the pt experienced an initial immediate post-operative amelioration a secondary worsening without essential amelioration.